Event description:
The user reported the roller pump display was not functioning as expected. No other details regarding the nature of the event were provided. The user reported there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.